Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous de novo left anterior descending artery that is 90% stenosed. A 3.0x33mm xience prime stent delivery system (sds) was deployed at nominal pressure; however, after complete deflation there was difficulty in removing the sds as the balloon was stuck to the stent struts. After multiple attempts of pushing and pulling, the device was able to be simply withdrawn. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Event description:
It was reported that the procedure was to treat a mildly tortuous de novo left anterior descending artery that is 90% stenosed. A 3.0x33mm xience prime stent delivery system (sds) was deployed at nominal pressure; however, after complete deflation there was difficulty in removing the sds as the balloon was stuck to the stent struts. After multiple attempts of pushing and pulling, the device was able to be simply withdrawn. There were no adverse patient effects and no clinically significant delay. Subsequently, it was confirmed excessive force was needed to remove the sds. No additional information was provided.

Manufacturer narrative:
H6: code 2017 improper or incorrect procedure or method (excessive force). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that following stent deployment at nominal pressure, the balloon was difficult to remove after being deflated and use of force was applied. It should be noted that the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use states: should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guiding catheter should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. It is unknown if the IFU deviation(s) directly caused or contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficult to remove. Factors that may contribute to difficulty removing the device post-deployment may include, but not limited to, damage to the balloon, stent wall apposition, anatomical conditions, deflation technique, insufficient support or interactions with other devices. In this case, it is possible that the deflation technique contributed to the reported difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Subsequent to filing the initial reports, additional testing was performed on 12 unused devices returned from the account. A balloon deflation time test was performed. All devices met balloon deflation time, less than 30 seconds; maximum specification = 30 seconds in accordance.